Manufacturer narrative:
Through further communication with a company representative, it was informed that patient had bad corneal scarring at the time of treatment and all cases thereafter were completed without any complications. Based on this information, system malfunction can be rule out from contributing factors to the reported events of incomplete flap and an increase of opaque bubble layer. With no additional information, the root cause of the reported event of incomplete flap can be attributed to surgical technique as the surgeon chose to proceed with the treatment knowing the patient had bad corneal scarring and this was one of the listed contraindications. As for reported event of opaque bubble layer, bubbles are an expected byproduct of the system. The bubble production varies based on user defined parameters of the system. With no system settings provided, the root cause of opaque bubble layer remains inconclusive. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event of incomplete flap can be attributed to surgical technique. Based on the information obtained, the root cause of the reported event of opaque bubble layer cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A physician reported a slight overcorrection post refractive procedure on a patient's right eye. There was no serious aftermath because they compensated with the other eye the surgeon used the correct laser's nomogram. Tests on the device were done accurately. There was no change in room conditions and there was no surgery signs of patient movement or longer duration of flaps that could explain this overcorrection. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Event description:
A customer reported that left eye flap was difficult to lift completely during a procedure. The bed and edge cuts looked correct in the monitor. Upon lifting the flap, there were superior/nasal difficulties due to tissue bridges. There was an increased opaque bubble layer formation in this area. The physician was not able to lift the flap completely. Subsequently, treatment with excimer laser was performed. Patient outcome is unknown. Upon follow up, it is thought that this patient probably has corneal scars. Patient could be treated without problems.